Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room at north middlesex hospital on (B)(6) 2025 with hyperglycemia. The patient's blood glucose levels reached 24.2 mmol/l (435.6 mg/dl) while wearing the pod for an unknown duration. The patient charged the pod's controller for around 4 hours but it never got a full charge. After charging again, the controller did not turn on. Symptoms reported include the patient vomiting. The patient was treated with unspecified intravenous fluid and an insulin shot. The patient was discharged the same day. The pod was removed at the hospital, at the emergency room.